Event description:
The customer reported less than five milliliters of unknown fluid leaked from the probe wipe tubing while analyzing patient samples involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient injury associated with this event. The customer performed system diagnostics and replaced the tubing to the probe wipe assembly to resolve the issue. The instrument was returned to normal operation. The customer indicated the facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the disconnected tubing to the probe wipe assembly. (B)(4).